Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with unknown gel breast implants which there was an issue with capsular contracture baker grade 4, unknown which side after implantation. The issue was diagnosed by MRI. As a result patient had the device removed on (B)(6) 2017.